Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 800 mg/dl while wearing the pod between 25 and 36 hours. The pod was removed prior to leaving for the hospital. Symptoms reported include feeling limp and weak. The patient was treated with insulin injections on the first day of the hospital visit. On the second day in hospital the patient activated a new pod. The patient was discharged on the third day.